Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient had a viv (26mm s3u in a surgical valve) in the tricuspid position via left tfv approach. The implant was a success with no pvl however, the operator "jailed" the patient's pre-existing rv pacing lead between the two valves. On pod 2, the pacemaker was not capturing. On pod 4 the patient required a new rv pacemaker lead. The patient was discharged in stable condition.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted. The edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be to be appropriate for the transcatheter heart valve replacement therapy. The edwards sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater or equal than 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the cer, the device was used in an off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Although this event is off label, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the causes of the permanent pacemaker lead not functioning resulting with a new pacing lead is unknown. However, it may be due to patient factors (pre-existing pacing lead within the pre-existing surgical valve) and procedure factors ("trapping" the pacing lead between the surgical valve and thv valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.